Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that the receiver displayed error icon 146 on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available. The complaint device was received. A follow up report will be submitted upon completion of product evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms were observed. The reported event of an error icon displayed was confirmed. A root cause could not be determined.